Event description:
The following has been reported: "problem: staff called that an alarm occurred ""air bubble alarm"". Action: replaced air detector board, performed pressure, door and air calibration, performed regular servicing test. Alarm eliminated. Resolution: returned to service." Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.